Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported asymptomatic patient presented in clinic with device post paced t wave oversensing on ventricular lead. Oversensing was noted on stored egm. Programming changes were made during device check. The device remains implanted.